Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the stimulation on the left side was causing her pain because she increased the stimulation and now she wanted to decrease stimulation. The patient reported that stimulation was not comfortable. The patient reported that she increased stimulation on the day of the report to see if increasing would help with symptom control at night. The patient reported that she did not have issues with symptom control during the day. The patient reported that she increased stimulation to 4.1 and wanted to decrease stimulation to strong and comfortable. The patient was able to decrease stimulation and was comfortable. The patient reported that she would like to increase stimulation at night to see if that would help with symptom control at night. The patient reported that they were aware to decrease stimulation if it became uncomfortable. The patient reported that she was going to the doctor on (B)(6) 2016 and would bring her programmer with her. Additional information was received from the patient and it was reported that her stimulation on the left side was too high and causing her terrible pain on the left side in her thigh. The patient reported that she lowered it and noticed the pain went away. The patient reported that after she was not having as good control and not being able to retain, going to the bathroom every hour. It was confirmed with the patient programmer (pp) that therapy was on at 0.2, decreasing the amplitude eliminated the uncomfortable stimulation. The patient reported that their urinary/bowel symptoms had returned. The patient increased stimulation back up to 1.5 and reported that she wanted to leave it there and monitor her symptoms. The patient also reported that she had a urinary tract infection (uti). The patient reported it was being treated, she went to a healthcare provider (hcp) and had it checked. The patient reported that she just got the pills on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information determined that the patient was having a lot of trouble with urinating in bed. The patient doesn't wake up and the bed is wet according to the caller, however the caller also noted that daytime is not bad. This was reported to have been an ongoing issue and the patient is getting "fed up" with it. The caller then indicated that the patient had a fall and went to the hospital, but the patient confirmed that the fall was unrelated to the implant and there was no allegation that the fall affected the implant. Additionally, the patient was reported to have developed a urinary infection and was placed on antibiotics. The caller was assisted with increasing stimulation to 3.7 and then to 5.4 and confirmed feeling stimulation in the correct area. The patient was advised on therapy expectations and was advised to follow-up with their healthcare provider (hcp) if their symptoms did not improve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported a return of symptoms and stimulation was not helping with symptoms at night. The patient reported that this was occurring every day. The patient was able to use the programmer and verified that stimulation was currently off on the left side. The patient was able to turn stimulation on by noting the lightning bolt in the upper left hand corner. The patient reported that she was currently set on program 2 at 3.8v. The patient reported that she wanted to increase stimulation to 3.9 which was a comfortable sitting, standing and walking. The patient reported that she would leave on the current setting to see if it helped in controlling her symptoms. The patient reported that she was using the middle button on the left-hand side to turn off the programmer. The patient reported that she understood the top and middle button on the left-hand side are to turn on/off the implant in her body. The patient reported that she wasn't able to feel stimulation on the left side. The patient reported that she tried to increase stimulation and it wouldn't let her. The patient reported that every once in a while, she had a dry night but most nights her diaper was wet and sometimes she wet the whole bed. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the painful stimulation, return of symptoms and urinary tract infection have not been totally resolved. The patient reported that they are still trying to get in touch with their doctor and a manufacturer representative to have a meeting to explain how the equipment works.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.